Event description:
Reporter stated that a pt sample (venous blood) was measured, using the suspect device, with a result of 590 mg/dl. The same sample, when tested in the facility's lab, measured 442 mg/dl. Reporter indicated that pt was not treated based on the value obtained on the suspect device. Reporter noted the quality control testing had been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however; reporter declined a replacement.